Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on december 10, 2018, it was reported that the device had burning smell and then stopped working. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was august 6, 2016 where it was reported that the device would not activate when plugged in and the moto, ball bearing, spring seal, external ring, set screw, switch, plug assembly and insulator were replaced. This is not a related issue. Product review of the electric dermatome by zimmer biomet taiwan on february 22, 2019 revealed that the device operated below motor speed specifications. The device was outside calibration and side to side specifications. Repair of the electric dermatome was performed by zimmer biomet taiwan on february 22, 2019 which included replacement of the motor, switch, bearings, o-ring, seal and reciprocating arm. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by zimmer biomet taiwan it was noted that the device operated below motor speed specifications. The service technician did not indicate that there was a burning smell when tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet taiwan it was noted that the device operated below motor speed specifications. The service technician did not indicate that there was a burning smell when tested. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the electric dermatome had burning smell and then the hand piece stopped working. The event timing is unknown.